Event description:
It was reported that after the ventricular device was fixated during the implant procedure, it spontaneously released from the delivery catheter. After the catheter was removed, the tethers were observed to be broken. The pieces that broke off remained in the patient. The patient was in stable condition.

Manufacturer narrative:
The reported events of broken tethers and premature separation were confirmed. As received, a catheter was returned in one piece with the valve bypass tool pushed past the protective sleeve and covering the distal end. A visual inspection revealed both tether wires mis-aligned, bent, and without both tether bullets at the distal end. Dimensional analysis of the tether distal wire diameter was measured within the required product specification. A scanning electron microscope evaluation verified both tether wires were fractured due to fatigue followed by mainly overload ductile fracture.